Event description:
It was reported that during a laparoscopic right nephrectomy procedure, gas leak from all trocar sites during procedure causing loss of pneumoperitoneum. Not apparent exactly where the leak was coming from but suspect from the valves on all ports, particularly noticeable when using 5mm instruments. Surgeon placed some sticky tape around the top of the port at the join between the main body of the port and the removable valve, this seemed to help. As a result of the difficulties with this device, the procedure was prolonged 20 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
While the physician tried to inflate the balloon a second time (after one failed insertion of the tracheostomy tube), the balloon burst at a pressure of 11 atm, while still inside the patient. The physician left the wire guide inside the patient, used a new blue rhino set to insert a tracheostomy cannula and placed it. The physician then removed the small pieces from the balloon via a bronchoscopy from the trachea of the patient. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).